Event description:
It was reported that the patient this implantable cardioverter defibrillator (ICD) had an infection with sepsis. In addition, the device also exhibited high pacing threshold measurements. There is no intervention information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.